Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
After receiving fa30nov2009, the customer reported a broken waste bin of the cell-dyn 3200 analyzer. No waste overflow incidents were reported. No impact to user safety or patient management was reported as well. The customer ordered a replacement of the waste outlet tube assembly to resolve the issue.